Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 from septic shock due to mesenteric ischemia. The patient had shortness of breath (sob). It was communicated that the pump was not explanted. Additionally, it was said that the death was not device or therapy-related.

Event description:
It was reported that the patient passed away on (B)(6) 2021 from septic shock due to mesenteric ischemia. The patient clinically appeared to be in septic shock and was admitted after days of abdominal pain and shortness of breath (sob). They were septic upon arrival. A computed tomography (CT) of their pelvis with no contrast was performed which showed gas dilated small bowel loops without abrupt caliber taper, but area of transition within the lower midabdomen. The findings could have represented adynamic ileus. Additionally, a partial or early developing small bowel obstruction was not excluded. Also, coalescent nodular groundglass opacities were consistent with multifocal. The patient was placed on multiple antibiotics upon admission, and ultimately required high does pressors. The patient/family decision was to transition to comfort care. It was communicated that the pump was not explanted and therefore not returned. Additionally, it was said that the death was not device or therapy-related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported septic shock and mesenteric ischemia could not be conclusively determined through this investigation. The account reported that the patient expired on (B)(6) 2021 and identified the cause of death as septic shock. Additionally, the device was not explanted and would not be returned for evaluation. The outcome was reported to not be device or therapy related. The account later reported that the patient experienced mesenteric ischemia and shortness of breath prior to the patient outcome. The mesenteric ischemia was reported to be not associated with a thrombus or thromboembolic event. The account also reported that antibiotics and pressors were given as treatment before the decision was made to transition to comfort care. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section ¿introduction,¿ sepsis, infection, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. Section of this IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook is currently available. Section entitled ¿how your heart pump works¿ and section entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information provided. The manufacturer is closing the file on this event.